Event description:
One touch ultra meter was reading in the incorrect unit of measurement for the past 2 weeks. "They did not do anything out of the ordinary for their diabetes". They contacted their doctor and a blood test was performed; the results was not provided. They received no treatment from the doctor. There is no indication that the pt experienced injury or medical intervention due to the product. The customer care representative (ccr) discovered that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct units of measurement. The pt had not recently changed the units of measurement in the meter settings. Due to the apparent spontaneous change in the meter units of measurement, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The ccr walked the pt through setting up the meter to resolve the issue. No product were replaced.